Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that when the patient had the pump implanted "they called it a floater," because the pump was not attached to their body correctly. The pump was turning and turning and the "needle," broke and they were hardly getting any pain medication. The patient would go every week to get concentrated dilaudid that would only last 3 days and the patient was in pain. The patient underwent a 4-5 hour revision and was in the intensive care unit for 4 days. The revision was done on (B)(6) 2017. During the revision the healthcare professional (hcp) implanted a mesh pouch, but at the next refill it was discovered that the pump had flipped. It was reported that during the revision the patient was overdosed and "died," and they gave her "4ml or 4 something." They opened the patient up and the medication from the pump "went through the patient and splattered on the doctors because the needle was broken." The patient's stomach swelled and the hcp had to drain the patient. The patient was told that the fluid was medication. The patient also had to have their side drained. The patient was having tenderness and pain under the ribs when they bend over or sit down. The pump is located under the ribs. The patient reported that this had been going on for 2 years and now the pain had expanded down to the stomach. The patient reported that there was warmth around the pump. The patient reported that they have some flab that is pushing the pump up. The patient reported the area was sore and tender to the touch. The patient indicated pump is currently on minimum rate mode. The patient would like to go back to using pump therapy if possible because it was helpful for her. The patient would follow up with managing hcp regarding possible pocket revision. No further complications were reported.